Event description:
During an unspecified procedure, the instrument did not fire properly. The surgeon applied another device to complete the procedure without patient injury.

Manufacturer narrative:
8/29/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.